Event description:
It was reported that the lead impedance values were worsening. The lead was explanted. During explant procedure, an insulation break was noted at the proximal end of the lead. The lead was cut due to laser extraction. No episodes were available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the lead insulation abraded between 13.0 cm and 17.0 cm from the connector pin and the metal wires of the pacing coil were exposed at the same area. The damage found is consistent with that of friction to the ICD can. Additional insulation abrasions were noted at 37.0cm, 52.7cm between 54.0cm to 56.5cm due to an inside out abrasion.